Event description:
The olympus representative reported that there was mechanical peeling on the evis lucera ultrasound gastrovideoscope. During inspection and testing of the returned device, the probe lens was found to be peeling. There were no reports of patient harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during device evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿ s allegation was confirmed. The scope plate was peeling. In addition to what was reported in b5, a worn angle wire caused the bending angle in the up direction and the play of the up/down knob to be out of specification. The adhesive on the bending section cover was detached and chipped, the adhesives around the objective lens was peeled, a worn forceps elevator lever caused the up/down knob could not be locked securely, a scratch was on the objective lens and the air/water cylinder was peeled. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The investigation was unable to determine the cause of peeling probe lens. If additional information is obtained at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.